Manufacturer narrative:
(B)(4)

Event description:
It was reported that non sustained ventricular oversensing due to lead noise was observed, the lead was subsequently explanted. The patient was in stable condition.